Event description:
It was reported that during procedure, after t2 was implanted, the knot broke; then t2 was removed out of the articular cavity. Finally a backup device was used to complete the surgery. No patient injuries were reported.

Manufacturer narrative:
This device was received in used condition. Neither t was returned. There was a small portion of torn suture returned. The blue split cannula was returned. The white depth/penetration limiter was returned trimmed. The visual inspection does not indicate aggressive use. The delivery needle is not bowed or bent. Functional test indicates that the manual advancement of the actuator is functional. There is no manufacturing cause related to support this complaint. Device returned for evaluation device evaluated by the manufacturer evaluation codes updated